Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose but high blood glucose was unknown at the time of the event. The customer does not report any symptoms such as nausea and vomiting. Blood glucose at the time of the admission was unknown. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. Mention blood glucose was also 49 mg/dl. The customer was fighting an infection and fever. The customer was assisted with troubleshooting but the pump was performing fine. The insulin pump will not be returned for analysis.